Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, while inflating the balloon, the surgeon reported leaking at the tip of the balloon. A new balloon was used to complete the procedure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.